Event description:
Caller alleged that the multi-drug multi-line screen test device "oral swab is falling off of the collectors". Info reported as follows: date: (B)(6) 2013. Quantity: 10. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
This device is 510k exempt for forensic use only. Investigation: the devices were not returned for investigation. Evaluation of the retain samples confirmed the customer's complaint. Field action was performed on (B)(6) 2013. CAPA ab-13004 has been opened for this issue.